Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. Visual inspection was performed and revealed no signs of blockage or physical abnormality that could have caused the reported problem. The distal luer cap was removed for a functional flow test, and continuous flow of fluid was observed from the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was involved in a no flow incident during infusion of fluorouracil. The reporter stated that the device was connected to the patient, but when the patient returned to the hospital five days later, it was found that there was no change in the volume within the device. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred from (B)(6) 2014. The device has been received and is currently in the process of being evaluated. Upon completion of the investigation, or if any other additional relevant information is received, a supplemental report will be submitted.